Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular sensing. The undersensing could not be reproduced. No intervention was performed; the device remained implanted. The patients condition was fine.